Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
The hamilton-t1 ventilator device failed for the flow sensor calibration test during the preoperational checks and alert for various technical faults (tf) which were related to ambient mode. Subsequently the ventilator device switched to ambient mode. This all was reproducible after rebooting. There is no patient involvement. The alarms are about ambient mode and therefore if it were to recur during ventilation, an impact on the patient can not be excluded. Therefore, the case is assessed as reportable.

Manufacturer narrative:
Investigation outcome: it was reported that after calibration of flow sensor the device alarmed for various error codes and entered into ambient. The issue continued at following start-ups. On reviewing the device logs, it was observed that the device alarmed for 'te246005 talls_alarmmonitordefect' and switched into ambient during ventilation on (B)(6) 2025 at 15:37:04. The device kept alarming for various tf/te at later startups. Investigation carried out by local service engineer identified the control board as defective component. Replacement of this part resolved the issue. This case is considered as closed.